Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: the actual devices were not available; however, photographs of particles were provided for evaluation. Visual inspection of the photograph identified particles. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small fibers was observed in an unspecified quantity of 500ml eva (ethyl vinyl acetate) bags. The customer sent the device(s) to an independent laboratory for testing and the small fibers were noted to be cellulose, cellulose with lignin and polyurethane. This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.